Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power. The customer¿s blood glucose level was 357 mg/dl. Troubleshooting was performed for off no power and noticed that they changed the battery but issue was not resolved. The customer also stated that they did not receive a low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. No low battery alarm or off no power alarm noted. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test or basic occlusion test due to prime anomaly.